Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported a pump stopped during the use of the device. The pump was removed and replaced. No patient injury or harm noted, no further information is available.

Manufacturer narrative:
The investigation for the reported pump stop issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause of the pump stop. The reported issue was use related as the guidewire was not removed before starting the pump. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿